Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the patient with restarting the cgm session; the caller successfully started their sensor session after the pump reset without the error appearing again. The customer declined assistance with reloading the cartridge, stating they would do so after the call.